Event description:
It was reported that a physician used a medtronic aps electrode in a procedure. After the procedure, the patient had a change in voice quality and has been to voice therapy. The physician indicated that perhaps the aps electrode chosen was too small for the patient¿s anatomy. The patient has had voice therapy.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was discarded by the user. . Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.